Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- solution description (B)(6) 2026 10:30:46 (B)(6) it was determined that the schick 33 2.0 sensor was having lines in the images but came back again. Sensor is oow part # b1218051. Customer note (B)(6) 2026 13:30:03 cpic_simo (cpic_simo) ¿ did the reported issue require multiple images / multiple exposures to be taken on a patient: no. ¿ were there any injuries or misdiagnosis if multiple images/exposures were needed: no ¿ ds ticket # or troubleshooting: details: its working and stayed solid they also might have remembered and different cable they will look for and try if they find it but will most likely reach out to get a new. Cable interface was solid after update. Question/error/issue: issue with intermittent sensor connection imaging software and version: v23 equipment being used (specific sensor/remote/device/sn): (B)(6). Machines affected & os:2 ws. Additional clarifying details (exact errors, steps taken to recreate): faq used or keywords if none found: office did all trouble shooting on 1/27 got sensor working for a little bit with the estrip change but now its back to the same issue they only have the one sensor and cable so no good way to test but are now reporting an intermittent grey line on the image running the length of the sensor updated usb interface via utility interface was solid after update troubleshooting steps taken: office has completed trouble issue reported: intermittent connectivity ---did the reported issue require multiple images / multiple exposures to be taken on a patient (yes/no - do not put na): yes. ---were there any injuries or misdiagnosis if multiple images/exposures were needed: no equipment type and model: 2.0 cable. Serial number: (B)(6). Confirm sensor cable color: blue acquisition software & version: es v23 issue in one or all rooms: all other sensors work with working remotes in room(s) with issue: only have one sensor pc name: gs305 schick driver version (programs and features): elite 5.16 remote fw/fpga version: 2.38/1.15 sensor fw version: 2.6 if remote issue: 2.0 or 3.0: tried different usb cable/usb port/bypassed usb hubs/extenders: 3.0 remote: tried on a 3.0 and 2.0 usb port/cable clip connected: if sensor issue, replaced elastomer: yes if sensor issue, tried different sensor cable: if no response to radiation, confirmed xray head functional: additional troubleshooting steps/notes: 8g9tm9ic.

Event description:
While the customer was using a part of an intraoral sensor system, they allege experiencing connectivity issues when an x-ray image was taken or an additional image was required. No injury was reported from the alleged event.